Event description:
Patient with history of chronic diverticulitis was admitted for an exploratory surgical procedure with sigmoidectomy and takedown of colovesical fistula. One of the handles of the ethicon endo-surgery, llc contour curved cutter stapler broke during the procedure. Another device was used without known harm to patient.